Manufacturer narrative:
Product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension; product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension; product ID: 7436, serial#: (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID: 3387-40, lot#: j0511362v, implanted: (B)(6) 2005, product type: lead; product ID: 3387-40, lot#: j0454848v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient had a magnet door instead of a screen door. "A little bit ago" the patient was working on the door and slightly afterward, experienced a "metallic taste" in his mouth and was shaking; he knew his device had been turned off. The device was checked and it was turned off; the patient turned it back on. If any additional information is received, it will be included in a follow-up report.